Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized on (B)(6) 2026 for hypoglycemia after blood glucose levels dropped to below 40 mg/dl while wearing the pod on their arm for between 4 and 24 hours. Reported symptoms included sweating, shaking, inability to stand or speak, and loss of consciousness. Paramedics treated the patient with intravenous dextrose 50%. During hospitalization, the patient received juice and crackers. The patient was discharged later the same day.